Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that upon inspection the following parts were found. Duraloc str cup impactor - bad threads.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that upon inspection the following broken parts were found. Pinn straight cup impactor - broken strike plate duraloc str cup impactor - bad threads x2 lcs/sig rev fem slve trl 31m - bad rubber ring inside pin bantam cup impactor adapt - bad rubber ring pinn esc liner extractor tip - broken tip modular head ball remover - broken attachment s-rom*stem/sleve separtor - bent tip pinn gb offset cup impactor - metal handle - broken handle weld emphasys trl lnr elv 50x36 - chipped emphasys trl lnr n 48x36 - chipped actis retaining stem inserter - bad threads pinn gb straight grater hndl - broken attachment quickset ace grater handle - broken attachment srom knee cut guide handles - bad threads srom box osteotome - gouged. The product was returned to j&j medtech orthopaedics for evaluation. ¿ visual analysis of the returned device found that the tip is cross threaded. This damage is consistent with off-axis assembly and impacting the device before the tip is fully seated into the cup. Therefore, the potential cause can be traced to unintended use error. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the duraloc str cup impactor would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.